Manufacturer narrative:
Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent dista catheter. He pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The tip showed a severe showed a kink. Functional testing was competed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime. The pressure was below the normal range. Microscopic analysis showed that the joint where the tip is inserted into the nitinol was leaking fluid and pressure. The devices pressure was not within the normal range. Inspection of the remainder of the device, apart from the observed damage showed no other damage or irregularities.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the iliac artery. An angiojet solent dista catheter was used for a thrombectomy procedure. During the procedure while in thrombectomy mode, the catheter did not suction. No patient complications reported and the patient's status was stable.